Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Not returned to manufacturer.

Event description:
It was reported that the suction catheter came off in the middle of sleeve. This occurred during the first suction. There was no impact to the patient.